Manufacturer narrative:
Additional information was added to d9, h3, and h6. H11: the device was received for evaluation. A visual inspection was performed, and it was observed that the #7 key was damaged and fully depressed. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the reported condition was a damaged #7 key. To address this issue, the front panel needs replacement. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the number 7 key on the keypad of a novum iq large volume pump was depressed and would not become unpressed. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.